Event description:
It was reported the patient heard a clicking sound from her device. It was noted it got worse when the patient was "under pressure, stressed or in pain" and the patient's mother could hear the clicking from 5 feet away. When the patient held her hands over her temples and applied pressure the clicking would stop. It was clarified the clicking was coming from the implanted device and not the patient programmer. It was confirmed the clicking did not just happen in a single environment or room in the house. The patient also put her hand over the back of her neck to stop the noise. It was reported the patient's mother heard a 'shorting noise and a sound like something was not connecting.' The noise occurred when the patient was in pain from her parkinson's disease during her down period of the day. It was noted when the patient was anxious from pain and waiting for her medication to kick in the clicking got worse. The patient heard the clicking between 4 and 10 times per day. It was also noted the patient was taking the same amount of medication as she was before receiving deep brain stimulation (dbs). The patient's pain from parkinson's had not changed or been reduced since surgery although she had seen a slight dbs symptom improvement from before surgery. It was reported the patient had an appointment scheduled with her physician for the end of the month. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v642842, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v660777, implanted: (B)(6) 2011, product type lead. (B)(4).